Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her health care provider thought that her insulin pump might not be working properly. The customer was in the hospital on (B)(6) 2016 because she had a possible borderline diabetic ketoacidosis. The customer was nauseous, her stomach and whole body hurt. Customer's blood glucose level was 467 mg/dl. The customer treated her blood glucose level by raising the basal and using the bolus wizard. The customer was given fluids via IV and then 15 units were delivered through a needle. An hour later more fluids were given via IV. The customer was wearing the insulin pump at the time of hospitalization. Tiny air bubbles were present in the cartridge. The high pressure test passed. The device was not returned.